Manufacturer narrative:
Additional information was requested and the following was obtained: location and incision size of product application? Abdomen port site incisions. What prep was used prior to dermabond use? Chlorhexidine. Was incision re-prepped before closure? No. Was a dressing placed over the incision? No . Do you have a photo of the reaction? Yes. Date that dermabond was removed? Sept 2016. Was the site cultured? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not that she is aware of. Is the patient hypersensitive to pressure sensitive adhesives? Unsure. Were any patch or sensitivity tests performed? No.

Manufacturer narrative:
(B)(4) date sent to the FDA: 09/29/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Location and incision size of product application? What prep was used prior to dermabond use? Please describe how the adhesive was applied? Was incision re-prepped before closure? Was a dressing placed over the incision? If so, what type of cover dressing used? Date of reaction. Do you have a photo of the reaction? How large of an area does the reaction cover? Date that dermabond was removed? Was another method used to close the incision? What type of medication? Dose? When (date) administered? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Lot number involved. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient been exposed to similar products, such as artificial nails? Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a total abdominal hysterectomy procedure on (B)(6) 2016 and topical skin adhesive was used. Following the procedure, the patient experienced post-op reaction, itching, redness and blistering around the incision where topical skin adhesive was applied. The topical skin adhesive was removed using petroleum based agent and the patient was placed on steroid therapy. Additional information has been requested.